Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. It might be possible that the distance of the indicator was too far from the device thus not allowing for proper programming, again, this however; this could not be verified in the laboratory environment.. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sales rep reported that the nurse practitioner was unable to indicate or reprogram the patient¿s shunt using the tms tool. After several unsuccessful attempts, the clinician decided to use radiopaque markers to mark the center and setting. She then used the programming device directly on the skin and conducted a sweep of the valve to program the device to the desired setting. The flouro picture confirmed that the setting was at the desired level.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The reporting decision has been changed from malfunction to serious injury. Please be advised that we do not use therapy dates. As a result today's date was used. Upon completion of the investigation, it was noted that the evaluation performed by the engineering department confirmed that this unit is fully functional. It is likely that the distance of the indicator was too far thus not allowing for proper programming, however; this could not be verified in the laboratory. The lot number was not reported; therefore, the devise history records could not be reviewed. We will continue to monitor for this or similar complaints for this product code. At the present time, this complaint is considered closed.

Event description:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The reporting decision has been changed from malfunction to serious injury.